Event description:
Home patient (hp) reported minicaps being dry. No further details regarding this report were available at this time. No patient injury or medical intervention was reported at the time of the initial report.